Event description:
During a surgical procedure, not related to the implantable neurostimulator system, diathermy was used. After the procedure, the device was reported to have malfunctioned. The nature of the damage was unk at the time of this report. The device was replaced. No symptoms or injury to the patient were reported.

Manufacturer narrative:
(B) (4). This report is being submitted late due to delay by a manufacturer's employee.